Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. The device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. An internal and external visual inspection was performed and found no issues. Review of the event log found evidence of the reported iipv condition. The cause was determined to be false empty detect and use error, inappropriately bypassed low ultrafiltration (uf) alarm. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass a low uf alarm. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2014 at 00:58:55. During night drain cycle four, the patient's ultrafiltration reading was 1294ml, indicating the home patient drained 1294ml more than their maximum programmed fill volume of 1800ml. No additional information is available.